Manufacturer narrative:
Section b5: additional information.

Event description:
It was reported that no other intervention was taken for the outflow graft kink. The patient is stable and an outpatient.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a kink in the outflow graft could be confirmed based on the submitted photos; however, a specific cause for this event could not conclusively be determined through this evaluation. Additionally, the reported low flow alarms could not be confirmed based on the submitted log files; however, low flow faults could be confirmed. A specific cause for the low flow events could not conclusively be determined through this evaluation. It was reported that the patient was having low flow alarms and high pi events. A CT scan was done and revealed a kink in the distal outflow graft. The patient was asymptomatic. Heart failure cardiologist was considering surgical intervention; however, they wanted to wait until the patient recovered from initial implant. A doppler was taken of the outflow graft and revealed normal velocity. Multiple log files were submitted. The submitted controller event log files contained overlapping data from (B)(6)2020 at 12:49:57 to (B)(6) 2020 at 13:29:30. On (B)(6)2020 at 20:06:09 and (B)(6) 2020 at 19:36:21, calculated flow was captured below 2.5 lpm, resulting in two low flow faults; however, these events did not last long enough to trigger the low flow alarm. Of note, there were 296 pi events captured throughout all of the log files. The pump appeared to operate at or above the low speed limit for the duration of the log file. There were no abnormal events captured. The device appeared to operate as expected. The account submitted two photos of the outflow graft. The submitted photos revealed a kink within the distal outflow graft. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. No further complaints have been reported at this time. The heartmate 3 lvas IFU contains information regarding the preparation of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. When de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. Failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events. Additionally, the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. The heartmate 3 lvas IFU contains information on preparing the sealed outflow graft and cautions the user not to rotate/twist the graft. The IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing low flow alarms. A CT scan was done and it appeared that the patient's outflow graft had a kink. The patient also was experiencing high pis. A log file review was requested. The periodic log showed the patient began experiencing intermittent flows below 3.0 lpm on (B)(6) 2020. On (B)(6) 2020 the set speed was increased from 4900 to 5200 rpm. The flow ranged from 3.7 to 4.5 lpm since the set speed increase. The event log is about 20 hours & 36 minutes in duration & captured 126 pi events. The overall trending in the event log file is unremarkable with flow ranging from 3.0 lpm to 4.7 lpm. It was reported that the patient was asymptomatic. The cta was provided to abbott. The heart failure cardiologist and surgeon were considering surgical intervention. They were hoping to wait until the patient becomes stronger and recovers further following initial implant to surgically intervene. A updated log file was provided on 21jul2020. The patient was still experiencing no symptoms. The patient was being discharged to the hotel for a week. The latest event log file data captured a low flow flag on (B)(6) 2020 which did not persist long enough to trigger a low flow alarm.the remainder of the latest log file data was unremarkable. Doppler of outflow graft with normal velocity. Technical services responded saying that flows in the event log file ranged from 3.2 lpm to 4.7 lpm. The log file flows in the periodic log file ranged from 3.7 lpm to 4.2 lpm. It was reported that another log file was submitted on 24jul2020. The patient was seen in clinic with no issues. The event log captured a low flow event on (B)(6) 2020 where the calculated flow was at the 2.5 lpm threshold but was not sustained long enough to trigger the audible event. No other unusual events were noted in the log file. A follow up log file was submitted on 28jul2020. The event log file from (B)(6) 2020 captured 1 low flow flag which did not persist long enough to trigger a low flow alarm. Other than that the powers/flows are looking stable.